Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient claimed to be needing to go to the bathroom every hour. The caller indicated that this has been occurring over the past three years. When the caller attempted to interrogate the ins with the 8840 they were getting a por message that required entry of the serial number. After the caller entered the ins serial the 8840 displayed a message indicating that invalid settings were entered and the ins needed to be reprogrammed. When the caller attempted to enter parameters the 8840 displayed another por message and forced the session to end. The caller indicated that the programmed had displayed the por message on each attempt to interrogate. The device could possibly be at eos. The caller will follow up with the doctor.